Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: cutter devices, (B)(6) 2022. Device manufacture date: the device manufacture date is currently unavailable. The surgeon¿s phone number was not provided. However, the reporter¿s name, and email address were provided as (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the craniotome device was deformed, and had a crack. It was further reported that the device did not allow the cutter devices to work properly, so the cut could not be made in the patient's skull. It was reported that a spare device was obtained, which caused a twenty-minute delay to the surgical procedure and the anesthesia time of the patient. It was reported that the surgery was completed successfully. It was further reported that there was no allegation of malfunction against the cutter devices. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.